Manufacturer narrative:
Date sent to the FDA: 12/18/2020. Additional information: h6. H6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis was submitted via 2210968-2020-06922: only pictures were returned for analysis. Upon visual inspection of the pictures, a suture without a needle and damage could be observed. However, no conclusion could be reached on what happened as the samples were not returned for analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Please clarify, how many suture breakage occurred during suturing on this one patient during this single surgical procedure? Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? Was (were) the needle(s) removed from the patient during the same procedure? Patient's current condition? Procedure date? A manufacturing record evaluation was performed for the finished device lot plcdtwb0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lateral perineotomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle and broke. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/10/2020. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? Please clarify, how many suture breakage occurred during suturing on this one patient during this single surgical procedure? Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? Was (were) the needle(s) removed from the patient during the same procedure? Patient's current condition? Procedure date? Device return status/follow up? Photos upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Note: events reported under 2210968-2020-06921, 2210968-2020-06922, and 2210968-2020-06923. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.